Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer was given glucose tablets and intravenous fluids to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr , unomed set.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the insulin pump was malfunctioned while in the auto mode and malfunction resulted in unconsciousness and seizure. On (B)(6), 2018 customer was took to the emergency room in an ambulance.